Manufacturer narrative:
Investigation is ongoing. Device not yet returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, after the esheath was removed the account noticed the tip of the esheath was torn. According to the fcs there was no difficulty inserting the sheath into the patient and there was no injury to the patient reported.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and added new information to h.6 type of investigation and investigation findings. The esheath plus was returned to edwards lifesciences for evaluation. The 14f esheath+ was returned with the introducer fully inserted through it and locked at the hub. The returned device was visually inspected, and the following was observed: sheath was fully expanded as designed, the distal tip was torn radially along the liner edge, all score lines were present, stretching noted throughout distal tip and gouges were noted on the inner diameter of the tip. Due to condition of the returned device (distal tip torn), no applicable functional testing was able to be performed. Due to the nature of the complaint event, no applicable functional testing was able to be performed. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review of work order was performed. A product risk assessment (pra) pra has been previously initiated to document investigation and assess associated risks for the issue. The instructions were reviewed, instruction for use (IFU) for IFU for esheath+ introducer set, IFU for commander delivery system, preparation manual, procedural manual, IFU for esheath+ introducer set and no IFU/training deficiencies were identified. This event reports a sheath distal tip tear after removal from the patient that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Therefore, it is not included in the risk management file. Edwards continues to monitor complaint history monthly. Therefore, the review of risk management file is complete, and no further action is required. The complaint for sheath distal tip torn was confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "after the esheath was removed the account noticed the tip of the esheath was torn. According to the fcs there was no difficulty inserting the sheath into the patient and there was no injury to the patient reported". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, both calcification and tortuosity were reported to be the present within the patient's access vessel. Scratches were also noted on the sheath soft tip and the curvature was noted along the shaft, which can be indicative of vessel calcification and tortuosity, respectively. Calcification can create a constrained condition at the sheath distal tip, while tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and tear it. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A product risk assessment (pra) and corrective action preventative action (CAPA) were previously initiated to investigate the cause and assess the risks associated with the reported event .